Manufacturer narrative:
The alleged scenario was not duplicated during repair. No bed fault was found. The occurrence of the e300 error code indicates that the control button was depressed for more than 90 seconds. According to citadel plus instruction for use (IFU 831.374.en) to clear the code it is needed to remove pressure from control buttons. If the error code is not clear, service is needed. Based on the previous complaints analysis and the conducted inspection, the most probable root cause of the bed's unintended movement and the e300 error code occurrence was accidental activation of the buttons on the control panel by the patient or improper mattress inflation. According to the product instruction for use (IFU 831.374-en) the citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When extension frames were not used, the mattress could push on the side rail, resulting in activation of the bed movement. IFU indicates: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ the lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. IFU states: ¿lock-outs for bed functions should be used at staff¿s discretion to prevent unintentional operation of bed.¿ the customer's staff was retrained. The arjo service technician explained how to adjust the beds width to the mattress, how to position the patient on the bed to not to put too much pressure on the side rails and how to use lock out functions. To sum up, it seems most likely that the cause of the unintended bed movement was an unintentional activation of the control panel by the patient who was lying on the bed or improper mattress inflation. There was no bed malfunction thus, the arjo device met specification. This record was assessed as reportable due to the allegation that the bed platform moved up and down on its own. The bed was in use at that time. No injury was claimed.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the bed moved up and down on its own. Moreover, it was claimed that patient left side rail was unresponsive and error e300 was continuously triggered. The involved device was in use at that time. No injury was reported.